Event description:
During a complex pci procedure, the interventional wire, a hi torque pilot 200 0.014" 190 cm wire was used in attempt to cross a chronic occlusion in a heavily calcified vessel. The 3 cm radiopaque tip apparently sheared away from the body of the wire. The cardiologist made the decision not to attempt retrieval as the 3 cm tip remained in the already totally occluded segment, and attempted retrieval would pose more risk to the pt than leaving it in place.